Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image problem could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿ regardless of the flexibility of the endoscope¿s insertion section, do not attempt to bend it with excessive force. Otherwise, patient injury may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device evaluation found damaged bending section covering was excessive stretch. Additional findings include, lens guide (lg) tube minor squashed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, imagine problem for the evis exera ii ultrasonic bronchofibervideoscope. The issue occurred before the procedure. And completed with a similar device. There was no patient harm associated with the event.